Manufacturer narrative:
The company representative verified the "low vacuum" alarm on the event log. The company representative observed white chalky substance in vacuum reservoir, in all lines from the compressor and under vacuum head flapper. The reservoir assembly (part no. 0202-00-0127), ac line cord cable (part no. 0012-00-0886-01), p-clamp w/ mounting (part no. 0343-00-0073), cable clamp (part no. 0343-00-002), screw pan heads (part nos. 0212-12-0804 and 0212-12-0806), and pressure p1 thru p4 hose assembly (part no. 0004-00-0055) were replaced. In an unrelated repair, the expired safety disk (part no. 0997-000985-01) was replaced and 5000 hour pump rebuild kit (part no. 0040-00-0147) was installed as a part of preventive maintenance. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The vacuum reservoir (part no. 0202-00-0127) was returned to (B)(4) repair center, (B)(4) for eval. The presence of white residue was confirmed. A CAPA was initiated in 2009 with the reservoir vendor to address a similar occurrence for the reservoir with (B)(4). This CAPA resulted in a vent hole being created in the reservoirs, and 100% inspection to check for salt residue in the reservoir. Note: this iabp unit was manufactured in 2008, prior to this CAPA. Based on the review of the complaints from (B)(4) and the vast number of iabps that have been distributed worldwide, this event may be categorized as an isolated event. Since the part was replaced and the iabp unit has been fully operational after the repair, no additional action is deemed necessary. (B)(4).

Event description:
During a routine check of the iabp, the customer reported that the iabp generated a "low vacuum" alarm. No pt was involved.